Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and low blood glucose on (B)(6) 2020. Customer¿s high blood glucose level was 1800 mg/dl and low blood glucose level was 14 mg/dl at the time of hospitalization. The customer was taken to emergency room and treated with intravenous drip high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided about product return with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the insulin pump will not be returned for analysis.